Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that a screw (iuniht) fractured inside the implant. Part of the screw still stuck in the implant. Implant remains implanted.

Manufacturer narrative:
Not product was returned for evaluation. Not lot number was provided; therefore, the device history record review and the complaint history review could not be performed. Appropriate documentation was reviewed. No root cause can be determined. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. The following sections have been updated: concomitant medical products: add record: unknown zb implant. Therapy date: unknown.

Event description:
Additional information received states that fractured screw (iuniht) could not be removed; therefore, implant was removed and discarded.